Manufacturer narrative:
The device was returned to olympus for evaluation, and the customers allegation was confirmed as the bending section cover had a cut. Prior to returning the device, the customer did perform reprocessing by cleaning, disinfection, and sterilization with no delay. The air/water nozzle was flushed with water and air. The air/water nozzle / channel was flushed with the detergent solution. There were no abnormalities with the accessories used for reprocessing. In addition to the reportable findings documented in b5, the following nonreportable findings were; bending section cover did not pass air/ water leak test due to a pinhole, due to wear of the angle wire, the bending angle in up direction did not meet the standard value and the up / down knob was out of the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1/establishment name: (B)(6) center.

Event description:
The customer reported to olympus, their videoscope had concern about distal end failure/ a torn tip. The device was returned for evaluation and during the evaluation it was determined that the following reportable events were identified; the nozzle had foreign material. There was no report of patient harm, procedural delay or injury. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.